Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was receiving dilaudid 2000 mcg/ ml at 350 mcg/day via an implantable infusion pump for spinal pain. It was reported the event date was (B)(6) 2016, but it was noted this date was approximate. It was reported the patient's pump flipped, and was unable to be flipped back to original position. The healthcare provider (hcp) attempted to flip the pump back while the patient was sedated. It was noted the patient was still able to give herself boluses. The cause for the flipped pump was unknown. It was unknown if there were any environmental/external/patient factors that led to the issue. A pocket revision surgery took place on (B)(6) 2016. The hcp was able to aspirate 1 ml through the catheter access port. The hcp placed a pouch over the pump and sutured it to the tissue. The pump was programmed with a priming bolus per the hcp's orders. The issue was noted to be resolved at the time of the report. The lot number for the drug was unable to be obtained. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status was reported as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.